Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15896852 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the sapphire study indicated that the patient experienced a non-q wave myocardial infarction (mi) the day after the index procedure. The event was unrelated to a cordis device and was related to the index procedure. The event was not recurrent ischemic pain. Coronary angiography was performed. The patient was discharged two days after the index procedure. The patient had a precise 7 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) target lesion during the procedure. A 6 mm. Angioguard was used. The residual stenosis was 0%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The ostial rica target lesion was reported to be: an 84% stenosis, 20 mm. In length, absent of thrombus, 6.6 mm. Reference diameter, mildly calcified, and moderately tortuous. The residual stenosis was 0%. The lesion was not pre-dilated.

Manufacturer narrative:
The adjudication minutes for this (B)(6) study patient were received. The adjudication minutes indicated: non-q wave mi procedure-related/agree additional information received: the site reported that the patient experienced a non-q wave mi. The site reported that the patient did not experience chest pain lasting longer than 20 minutes unrelieved by ntg. A pre-procedure ECG, a post-procedure ECG and an ECG on the day of the event were provided and are available for review. The site reported that an ECG on the day after the event was not available. Post-procedure the nih stroke scale score was 0 and the rankin score was 0. Due to the elevation in cardiac enzymes, cardiology was consulted. A cardiac catheterization was performed on the day after the event. The catheterization report noted that the patient had a non st-elevation mi and the onset of symptoms (not specified). It further noted the following conclusions: the systemic blood pressure is high (systolic blood pressure was 180-190 mmhg throughout the procedure). The left ventricular end diastolic pressure is consistent with non compliant ventricle. Coronary arteries: the coronary arteries have significant 3-vessel disease with a 100% mid lad stenosis, a 100% proximal rca stenosis and severe diffuse disease in the circumflex system which gets flow from left to left collaterals. Prior bypass status: one of three bypass grafts is patent. Lima to lad is patent. The apical lad is occluded and gets flow from bridging collaterals from the left. Svg to the rca and the graft to the circumflex are occluded. Prior pci status: the previously placed stent in the proximal lad has significant in-stent restenosis. No intervention was performed. The plan was for medical management and aggressive risk factor and lifestyle modification. The patient was discharged the day after the event on asa, clopidogrel and pentoxifylline. There is no change to the file reportability, cc or evaluation codes.

Manufacturer narrative:
Additional information received indicated that the results of coronary angiography were: the left internal mammary artery (lima) to left anterior descending (lad) graft was patent; a significant stenosis in the native lad beyond anastomosis which is a small vessel and not amenable to revascularization. The proximal lad had an 80% in-stent restenosis which is supplying collaterals to the right coronary artery (rca). Continue current medical management. No cordis stent was involved. No additional information is available. Complaint conclusion: as reported, the patient experienced a non-q wave myocardial infarction (mi) the day after the index procedure. The event was unrelated to a cordis device and was related to the index procedure. The event was not recurrent ischemic pain. Coronary angiography was performed. The patient was discharged two days after the index procedure. The patient had a precise 7 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) target lesion during the procedure. A 6 mm. Angioguard was used. The residual stenosis was 0%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The ostial rica target lesion was reported to be: an 84% stenosis, 20 mm. In length, absent of thrombus, 6.6 mm. Reference diameter, mildly calcified, and moderately tortuous. The residual stenosis was 0%. The lesion was not pre-dilated. Addendum: additional information received indicated that the results of coronary angiography were: the left internal mammary artery (lima) to left anterior descending (lad) graft was patent; a significant stenosis in the native lad beyond anastomosis which is a small vessel and not amenable to revascularization. The proximal lad had an 80% in-stent restenosis which is supplying collaterals to the right coronary artery (rca). Continue current medical management. No cordis stent was involved. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15896852 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient's medical history includes: hyperlipidemia, diabetes mellitus, myocardial infarction, and hypertension (systolic>140, or diastolic>90, or requiring medication). High risk criteria: unstable angina (ccs class iii/IV). Myocardial infarction (mi) is a known potential adverse event associated with invasive procedures. There is no indication that the event is related to the implantation of a carotid stent. Based on the available information received, there are possible procedural factors; and patient factors: patient history of previous mi, diabetes, hypertension, and unstable angina; and vessel factors: native lad beyond anastomosis which is a small vessel and not amenable to revascularization, and the proximal lad had an 80% in-stent restenosis; that may have contributed to the event. Based on the available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.